Event description:
The facility from ireland reported that a pt receiving hemodialysis and using a xenium dialyzer, experienced lower back pain 1.5 hours into therapy and became hypertensive (level unk). Blood samples were drawn, which showed hemolysis. The pt was admitted to the hospital in 2009, and remains hospitalized. It is unk what interventions were required. The pt outcome is unknown. There are no samples available for evaluation.

Manufacturer narrative:
No sample is available for evaluation. Information received from the manufacturer, nipro, indicates no abnormality was found in the records, and findings of the biological tests performed in the release inspection.